Event description:
It was reported that a malfunction alarm occurred with the code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted the customer with the reset, and instructed them to call back if the issue recurred. The customer was able to continue using the pump without further malfunctions.